Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number for this device was not supplied; therefore, the related manufacturing records were unable to be reviewed.

Event description:
As reported, when this swan ganz catheter was placed in situ during a cardiac surgery, the rn at bedside in csicu noticed liquid that appeared to be coming out of the thermistor (electrical) connector while inotropes were running. The clinician was unsure whether drug leaked. Then, the catheter's thermistor port was placed in a plastic bag and liquid was observed coming out. The md was notified, the swan ganz catheter was removed, and the therapy discontinued. Hospital staff performed an investigation on this catheter post removal, flushed 10 cc saline through each one of the ports, but did not see any leakage from the thermistor connector. There was no allegation of patient injury nor consequences. Follow up has started for the device return.

Manufacturer narrative:
The swan-ganz catheter involved in this case was received by our product evaluation laboratory for a full evaluation. The reported event of leakage was confirmed; however, the leakage occurred in the catheter body rather than the thermistor port. As received, blood residues were not visible in the thermistor connector. Two punctures of approximately 0.01'' and 0.02'' were found on the catheter body at 31.5 cm and 32 cm from the tip respectively. Prox injectate leaked through puncture at 32cm from distal tip, and prox infusion leaked through puncture at 31.5 cm from distal tip. The balloon inflated clear but eccentric and remained inflated for 5 minutes without leakage. The balloon was found to have an eccentricity of 0.059" being out of specification (r-min 0.1934'' r-max 0.2523''), the maximum specification is 0.050" per our documents. Additionally, the balloon showed no sign of deterioration. Distal lumen was patent without any leakage or occlusion. No other visible damage was observed from the catheter. Further investigation was performed by the engineers at the manufacturing site. As part of the manufacturing process, these units go through a leak and flow test to detect punctured catheter body. Additionally, all the units go through a balloon inflation and visual inspection performed, which includes to verify the balloon for eccentricity. On the other hand, the lot number for the involved device was provided. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Device manufacturer and expiration dates were also added. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.